Manufacturer narrative:
The reagent lot number is 7592180 with an expiration date of 28-feb-2025. The investigation excluded a reagent issue as the repeat run was performed with the same reagent and no further issues occurred. The field service engineer verified correct operation of the washing stations, repaired the faulty solenoid valve for acid detergent, and cleaned the reaction components. The investigation determined the event was due to a defective solenoid valve for acid detergent and that the service actions resolved the issue.

Event description:
There was an allegation of a questionable phosphate result for an unknown number of patient samples tested on the cobas 8000 c 702 analytical unit. The customer provided an example of the questionable results: initial result on (B)(6) 2024 was 6.2 mg/l. Repeat result on (B)(6) 2024 was 4.2 mg/l. The questionable result was not reported outside of the laboratory.